Manufacturer narrative:
Additional product code: hwc. . Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a hardware removal of an olecranon plate due to implant irritation. No new hardware was implanted as the fracture was healed. All hardware removed was fully intact. The explant was completed successfully with no delays. The patient status is reported as fine. This is report 8 of 8 for (B)(4).